Event description:
It was reported by sales representative, that this account received 5 defective serfas energy probes. The tips of the probes broke in the patient and were unable to be removed.

Manufacturer narrative:
More information available upon completion of investigation.